Manufacturer narrative:
H11: a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused faster than programmed. Per report, pn (parenteral nutrition) bag reportedly ran out at 1439 on 11/4 1 hour and 35 minutes early. The pump is running 15% faster than the programmed rate. This occurred during delivery in the nicu (neonatal intensive care unit). The nicu had to start infusing a generic overnight pn bag.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.